Manufacturer narrative:
Additional communications from the customer indicated the device is currently functioning as expected, but additional details could not be provided. It is not known what specific alarm failed or if the device displayed an inop at the time of the event.the external speaker was replaced and the device was said to be functioning as expected currently. The investigation concludes that no further action is required at this time.

Event description:
The customer reported a loudspeaker failure with the device. There was no reported adverse event to the patient or user.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Address state (B)(4).

Event description:
The customer reported a loudspeaker failure with the device. There was no reported adverse event to the patient or user.